Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan (lfs) on behalf of the patient alleging the patient's onetouch ii meter was not powering on when she tried to test. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue first occurred on (B)(6) 2012 at 2pm. The reporter stated the patient uses oral medications with diet and exercise to manage her diabetes. The reporter stated on (B)(6) 2012 at noon, she had something more to eat or drink than usual. The reporter stated 2 weeks after the alleged issue first occurred, she developed symptoms of feeling "weak, clammy, sweats and passing out." The reporter stated the patient did not receive any treatment in response to the symptoms. At the time of troubleshooting the cca noted this was not the first time the meter had been used, and there was no misuse of the subject meter. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the reporter claims; due to the alleged issue the patient developed symptoms suggestive of severe hypoglycemia.